Event description:
During a revision decompression procedure performed, on (B)(6) 2019, the tip of three reform drivers with mechanical lock (hxx-39-0001) broke off during insertion of three different 9.5 x 80mm reform polyaxial screws. The screws were removed and replaced utilizing another driver readily available. This resulted in a thirty (30) minute delay to the procedure. Upon receipt of complaint product it was identified that one (1) hxx-39-0001 reform driver with mechanical lock was received with a broken tip, and two (2) c2609 polyaxial driver assay reform pedicle screw system, one with a broken tip and one with a twisted tip were received.

Manufacturer narrative:
H3 device evaluation - the driver was visually examined with the aid of a 5x loop. The tip of the driver is sheared off and was not returned with the complaint product. The fracture is planar and perpendicular to the drive shaft. This is consistent with prior failures previously addressed with a new driver design. Review of device history records found (B)(4) pieces of this lot were released for distribution on 5/3/2016 with no deviation or anomalies. Two-year complaint history review found one (1) previous report of this nature for this lot. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2019-00006-1 / 00008-1).

Manufacturer narrative:
Patient information - unknown. Lot number - unknown. Occupation - other; sales representative. Device evaluation - device evaluation was not possible. Information provided indicates that the product will be returned but has not been received to date. Lot number identification was not provided, therefore device history record review was not possible. The reported failure has been previously addressed and a new driver design/part number was released. Should the device be received, and investigation determine a different outcome, a follow-up medwatch report will be filed. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2015-00006 / 00008).

Event description:
During a revision decompression procedure performed, on (B)(6) 2019, the tip of three reform drivers with mechanical lock (hxx-39-0001) broke off during insertion of three different 9.5 x 80mm reform polyaxial screws. The screws were removed and replaced utilizing another driver readily available. This resulted in a thirty (30) minute delay to the procedure.